Event description:
Following uneventful placement of the valve, the pt was separated from cardiopulmonary bypass without inotropic support. Tee at this time demonstrated one valve leaflet stuck in the closed position. Cardiopulmonary bypass was resumed, the atriotomy was reopened, and the valve inspected. There appeared to be free movement of the valve leaflets, without tissue impingement. The pt was again separated from bypass, and the valve appeared to initially function normally when viewed via tee. However, continued tee demonstrated one valve leaflet was again stuck closed. Cardiopulmonary bypass was again reinstituted, and the valve was removed and replaced with a 31 mm porcine tissue valve. The pt was once again removed from cardiopulmonary bypass; excessive bleeding was noted at the inferior margin of the atriotomy. Cardiopulmonary bypass was reinstituted for a fourth time. Once repairs were accomplished, the pt was separated from cardiopulmonary bypass with significant inotropic support and iabp. The pt continued to deteriorate despite resuscitation efforts, and was pronounced dead.